Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block e1 (initial reporter facility name): (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was damaged and could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction: additional information was received from the complainant on december 1, 2024, stating that the only issue noted to the device is that the clip was fractured and thus the reason the clip would not deploy. Due to the additional information received, the event is no longer considered reportable. Block a2 (age at time of event and unit of measure - age), block a4 (weight and unit of measure - weight), and block b5 have been updated based on the additional information received on november 12, 2024. Block e1 (initial reporter facility name): (B)(6) medical university.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2024. During the procedure, the clip was damaged and could not be deployed. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on november 11, 2024: it was reported that the indication during the procedure was polypectomy.